Event description:
On (B)(6) 2013, the reporter contacted animas, alleging that the pump was too slow. There was no additional information available regarding this allegation. Attempts have been made by customer technical support to contact the reporter to follow-up with no success. This complaint is being reported because the reported issue was unable to be resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 - device evaluation: the pump has been returned and evaluated by product analysis on 04/08/2015 with the following findings: during investigation, the complaint that the ¿pump was too slow¿ was not able to be duplicated. During testing, the pump successfully completed the 24 hour duration test with no warnings or alarms occurring. The meter was not returned with the pump. There was no defect found during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.